Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported when using the unspecified bd conventional pen needles, the device experienced unable or difficult to prime. The following information was provided by the initial reporter. The customer stated: my (B)(6) has type 1 diabetes so we've been using your pen needles 4+ times daily. I went to prime (or "waste" 2 units as my daughter calls it) and I'm so glad I noticed nothing was coming out. I have to say we don't always watch to make sure insulin dispenses, you hear the click and you assume the insulin has dispensed. I tried 3 times to "waste" insulin units and sure enough, nothing at all was coming out. The pen kept clicking and resetting to zero so we normally would've assumed the units came out. I took the pen needle off and replaced it with another as I initially thought the pen wasn't working. After the next needle dispensed just fine I looked at the 1st needle closely. This pen needle is clearly defective. It was in its sealed container before the protective seal was pulled off and then twisted onto the pen without contact to my fingers.

Manufacturer narrative:
The following fields were corrected b3. Date of event: unknown event date so awareness date was used in it's place (B)(6) 2021. H6: investigation summary customer returned photos of 4mm, 32g pen needles. Customer states that the non patient end was missing. The photos were examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for missing cannula npe. Bd was able to confirm the customer¿s indicated failure. Root cause is user related as the non patient end of the cannula was broken during use of the product by the customer. H3 other text : see h10.

Event description:
It was reported when using the unspecified bd conventional pen needles, the device experienced unable or difficult to prime. The following information was provided by the initial reporter. The customer stated: my 9 year old has type 1 diabetes so we've been using your pen needles 4+ times daily. I went to prime (or "waste" 2 units as my daughter calls it) and I'm so glad I noticed nothing was coming out. I have to say we don't always watch to make sure insulin dispenses, you hear the click and you assume the insulin has dispensed. I tried 3 times to "waste" insulin units and sure enough, nothing at all was coming out. The pen kept clicking and resetting to zero so we normally would have assumed the units came out. I took the pen needle off and replaced it with another as I initially thought the pen wasn't working. After the next needle dispensed just fine I looked at the 1st needle closely. This pen needle is clearly defective. It was in its sealed container before the protective seal was pulled off and then twisted onto the pen without contact to my fingers.